Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. The event can be prevented by following the instructions for use (IFU) which state: ·do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device evaluation, service repair noted the customer reported leakage issue could be confirmed. Due to damage on acoustic lens, water tightness is lost a gap on the acoustic lens adhesive was observed. Furthermore, the following defects were identified during device inspection: due to deformation of forceps elevator (fe ) lever, fe lever rotates concurrently. S-cover plate is detached. Due to detachment of acoustic lens, insulation resistance value does not meet the standard value. Due to damage on ultrasonic cable, displayed ultrasound image is defective with missing elements. Due to damage on acoustic lens, displayed ultrasound image is defective. Due to damage on ultrasonic probe, a noise occurs in the ultrasound image. Adhesive on a-rubber is detached. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Us connector of contact pins has corrosion. Inner shield has corrosion due to water leakage. Outer shield has corrosion due to water leakage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device has leakage found during an unknown event. No harm reported. No patient harm; no user injury reported. Device evaluation found damage on acoustic lens. Watertighness is lost. This report is being submitted for damage acoustic lens; watertightness lost found during device evaluation.